Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged during valve surgery. The lead was removed and not replaced due to non-response to initial therapy. No patient complications have been reported as a result of this event.